Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was bent. The mapping catheter as replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216626173, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken from the lemo connector. No ECG signal wires were broken inside the shaft. In conclusion, the reported shaft kink was not confirmed through testing. The balloon catheter did not fail the return product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.